Event description:
It was reported that the patient is deceased. The clinician called to technical services asking how the pacemaker and defibrillator can be turned off. There was no allegation against the device system which is a cardiac resynchronization therapy w/defibrillator (crt-d) system implanted approximately three months prior to the patient's death.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information have been unsuccessful. A cause of death was requested and will not be received. Additional information was received in the form of the certificate of death, and provides the patient's cause of death as cardiopulmonary arrest due to aspiration and acute lower gastrointestinal bleed due to colonic tubular adenoma, cardiomyopathy, coronary artery disease and diabetes.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information have been unsuccessful. A cause of death was requested and will not be received.

Event description:
It was reported that the patient is deceased. The clinician called to technical services asking how the pacemaker and defibrillator can be turned off. There was no allegation against the device system which is a cardiac resynchronization therapy w/defibrillator (crt-d) system implanted approximately three months prior to the patient's death.